Manufacturer narrative:
The device was returned to the manufacturer intact and functional; no evidence of device failure.

Event description:
Patient requested bilateral device removal due to concerns surrounding textured implants.